Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# unknown/ unknown biolox head/ lot # unknown. Item# unknown/ unknown biolox taper / lot # unknown. Item# unknown/ unknown stem/ lot # unknown. Item # unknown/unknown liner/lot # unknown. Item # unknown/unknown active art bearing/lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05475.

Event description:
It was reported patient underwent hip revision surgery 11 months post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.